Event description:
It was reported that when a clinician opened a lead package at a procedure on (B)(6) 2014, the plastic piece of the stylet was sandwiched or wedged in the plastic piece of the packaging. It was noted that the clinician went to grab the plastic portion of the stylet that was prepackaged with the lead and the plastic piece was broken or cracked. It was reported that the lead didn¿t appear to be damaged, just the plastic piece of the stylet, but the clinician opted to not use the lead. It was noted that there was no patient injury as this was prior to implant. It was later reported that there was lead breakage and the lead was already damaged when the box was opened. It was noted that there was no patient event.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.